Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The displacement, prime, rewind, basic occlusion and occlusion tests could not be performed due to a constant motor error alarm. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm could be confirmed for a loose drive support disk due to the motor error alarms. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer received a compromised force sensor system alarm. No further info provided.